Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device evaluation code of (B)(4) is for the ins that was returned, and the evaluation code of (B)(4) is for the leads as they were not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the leads had migrated three levels lower and the healthcare provider (hcp) revised with a 5-6-5 paddle. Impedances on 0-7 had four contacts that showed impedances >10,000. The lead alignment in battery adjusted multiple times, leads were cleaned, and suction was used to verify no fluid in ports. The lead was connected to the multi-lead trialing cable and impedances were between 800-900. A new battery was opened and leads were connected and impedances showed all impedances between 800-900. Patient is now receiving effective therapy. The patient didn't report any falls or trauma, but stated that from the time they woke up from the previous revision they never had good coverage and always seemed to have had issues with the device. The issue was resolved at the time of the report. The ins was returned to the manufacturer.

Manufacturer narrative:
Analysis of the ins (nmd725527h) found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.